Event description:
A patient reported experiencing symptoms of shakiness, trembling, leg numbness and faintish while using a one touch meter. Patient's blood glucose was reportedly 227mgd/dl at time of event. Patient reports that ot meter was reading inaccurately high. Patient would not provide any additional information. No further information reported.